Event description:
It was reported by the customer that on (B)(6) 2010 the fiber tip detached and an aiming beam fired straight out of the fiber at 62,050 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported. The device was not returned for eval.